Event description:
It was reported by s. Steinert, an onkos sales representative, that a 74-year-old male patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2024 due to a dislocation of the tibial hinge and tibial poly spacer from the tibial baseplate. According to (B)(6) , the surgeon, doctor (B)(6) , believed the patient to be non-complaint post-surgery which may have contributed to the patient falling.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the dislocation was not related to the design or manufacture of the revised eleos implants.